Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hypodermic needle. The customer reports that the needle detached from the hub during surgery and fell into the pt's cavity. The surgeon was able to successfully remove the needle with no delays to the procedure or impact to the pt reported.